Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete section hi-h9 at this time. We will file a follow-up MDR at the completion of the investigation.

Event description:
The customer reported that during pt procedures, the images exhibited a central dot artifact. A philips field service engineer (fse) confirmed that there was no harm to a pt or operator due to this issue. The fse noted that banding artifacts emanating from the center of the image are present in phantom images.